Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the physician turned from outside the sheath to orientate the balloon catheter and the mapping catheter towards the right pulmonary vein, the left atrium was perforated. A pericardiocentesis was performed first and when the patient could not be stabilized, a thoracotomy was performed. The case was aborted and led to extended hospitalization. No further patient complications have been reported as a result of this event.